Event description:
It was reported that shunt was set to 30mm h2o but ventricles were not draining through the shunt. The valve was explanted; tested with a manometer; and did not drain until pressure on manometer showed 150mm h2o.